Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that controller was power switching, despite fully charged batteries. It was also noted that the controller case was cracked and power port one had a loose pin. The patient denied trauma to the controller. The patient connected their back up controller and the issue resolved. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the controller passed functional testing. Visual inspection revealed that the controller housing was cracked on the driveline connector side, thus confirming the reported "cracked controller case" event. In addition, a hairline crack was observed around the power port two (2) connector of the controller. The crack surrounding the power port was microscopic and likely not related to the reported cracked case. As a result, this is an additional observation not related to the reported event. An internal investigation was opened to evaluate cracks observed on pioneer 2.0 in the area surrounding the power port connectors. Visual inspection of the controller did not reveal any loose or bent pins; as a result, the reported "loose pin" event was not confirmed. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and multiple batteries. As a result, the reported power switching event was confirmed. The most likely root cause of the reported cracked housing event may be attributed to improper handling. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation was opened to evaluate momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the controller passed functional testing. Visual inspection revealed that the controller housing was cracked on the driveline connector side, thus confirming the reported "cracked controller case" event. In addition, visual inspection under 10x magnification revealed a hairline crack was observed around the power port two (2) connector of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. An internal investigation was opened to evaluate cracks observed on pioneer 2.0, in the area surrounding the power port connectors. Visual inspection of the controller did not reveal any loose or bent pins; as a result, the reported "loose pin" event was not confirmed. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and multiple batteries. As a result, the reported power switching event was confirmed. The most likely root cause of the reported cracked housing event may be attributed to improper handling. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation was opened to evaluate momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.